Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 lvas. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04nov2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists other neurological event (not stroke-related) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age at the time of the event has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient had neurological changes 1-2 days prior to death. Evaluation was declined due to the patient's age and the patient's functional status. The patient was already enrolled in hospice care. It was unknown if the death was considered to be device related.